Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for follow-up, loss of capture on right ventricular lead was observed. Fluoroscopy noted that the lead has dislodged into the atrium. Lead could not be repositioned as helix failed to re-deploy into myocardium. Lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.